Event description:
The contact called in for help with the customer's meter. While troubleshooting, it was discovered that segments were missing. The customer did not adjust medication or allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.